Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the system. Corrections included replacement of the system's hard drives.